Event description:
It was reported that the patient experienced suspected insulin leakage at the connector/cartridge interface with an ilet system using a pre-filled pumpcart, resulting in repeated infusion set and cartridge changes and high glucose. Symptoms included finger and foot tingling and hyperglycemia, with a maximum blood glucose of 308 mg/dl and elevated levels for approximately 4.5 hours. Outcomes included transient loss of glucose control and device alarms for prolonged hyperglycemia, without ketone testing, back-up therapy use, medical intervention, or assistance from others. Troubleshooting and education were completed, including guidance to reduce the cartridge fill volume, verification of lot numbers, and a supervised supply change to a contact detach set, after which no leak was observed and therapy was resumed. Investigation included complaint history review, user interview, and assessment of use-process factors. Investigation of this case revealed inability to confirm a leak due to lack of returned product and resolution after adjusted fill practice. It was concluded that the event involved hyperglycemia associated with a suspected cartridge-to-connector leak and user fill practice, with no injury requiring intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.